Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch verioiq meter was powering off during use. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at approximately 6 pm on (B)(6). The patient manages their diabetes with levemir and novolog insulin on a sliding scale. The patient reported continuing to take their usual dose of medication in response to the alleged issue. The patient denied developing any symptoms but reported that they went to the emergency room (ER). The patient reported obtaining blood glucose readings of "34mg/dl" on an unknown meter at the ER. The patient reported receiving treatment from an hcp but the exact treatment received was unknown. The alleged issue was not resolved with troubleshooting and replacement products were sent to the patient. This complaint is being reported as the patient may have administered an inappropriate insulin dose and required medical intervention after the alleged issue began.